Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2006. According to the complainant, the patient experienced pain, infection, mesh erosion, extrusion of mesh, hardening of the mesh, urinary problems and additional surgeries. All other information, including the patient's current condition, is unknown and reportedly unavailable.